Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Device was reported as unavailable for evaluation. Therefore, no device receipt is anticipated. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 should additional reportable information become available.

Event description:
It was reported that usage of two cassettes caused the device to present a no disposable alarm. A new cassette was utilized. The issue was resolved. No patient injury was reported.